Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 07mar2026-09mar2026 was downloaded and reviewed. Review of the cloud data found multiple bolus records in the cloud during this period. Each bolus record had a subsequent completed record from the pod after the pod completed the sent bolus. Review of the patient history buffer data found that the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. Without log files, it could not be conclusively determined if the controller history was correctly reflecting the delivered boluses and it could not be determined if attempts to made program and deliver boluses that were unsuccessful. Based on the cloud data, it could not be determined if the controller froze or was unable to turn on momentarily. A check for cloud data after this period found data available, indicating that the controller was able to turn on after this period. The cloud data showed that an omnipod 5 app error of error code 05-50059-14351-002 was generated on 09mar2026. The exact cause of this app error could not be determined from the available cloud data. The exact cause of the reported boluses not delivered, the controller freeze or restart, and the omnipod 5 app error could not be determined from the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their omnipod 5 controller/personal diabetes manager has intermittent issues of shutting off, re-starting without user input, displaying application errors, and failing to deliver insulin. The patient noted instances in which a programmed bolus was not delivered and did not appear in the device history, resulting in elevated blood glucose levels (specific dates and glucose values were not provided). The patient stated that a previous device reset had not resolved the issue. No medical assistance was required.